Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned device confirmed an outflow graft twist, as well as thrombus within the body of the pump. Although a root cause for these findings could not conclusively be determined through this evaluation, the depositions could have contributed to the reported increase in lactate dehydrogenase (ldh) and plasma free hemoglobin. (B)(6) was returned assembled with the driveline cut approximately 5¿ from the pump housing. The distal end was not returned. The sealed inflow conduit was returned attached to the pump's inlet port. Examination of the inflow conduit upon disassembly revealed no evidence of adhered or developed depositions or thrombus formations. Approximately 3¿ of the sealed outflow graft was returned secured to the pump, and the bend relief was seated properly onto the graft attachment hardware. Examination of the outflow graft found a twist under the bend relief. The normal tissue accumulation between the outflow graft and bend relief had filled in the additional space created by the twist, suggesting that the twist was present during support. The interior of the outflow graft revealed no evidence of developed depositions or thrombus formations. Examination of the blood contacting surfaces of the pump upon disassembly revealed a laminated deposition with concentric layering surrounding the inlet bearing ball, as well as a smaller ring thrombus in the inlet stator surrounding the bearing cup bore; these thrombi appeared to have developed together during support. A tissue-like deposition in the proximal side of the outlet stator was also noted; this deposition lacked concentric layering and was not adhered. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while (B)(6) was supporting the patient. A direct correlation between the device findings and the report of a transient ischemic attack and intracerebral hemorrhage could not conclusively be determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists device thrombosis, hemolysis, and stroke as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 5 ¿surgical procedures¿ directs to ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight.¿ this section also warns the surgeon to ¿ensure that when you rotate the bend relief, you do not rotate/twist the sealed graft.¿ section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had outside labs done on (B)(6) 2020. Results of lactose dehydrogenase came back abnormally high at 960 u/l. On (B)(6) 2020, hemoglobin levels came back as critical c60. The patient was hospitalized and physicians were ruling out tooth abscess or thrombus as the cause of the elevated labs. On (B)(6) 2020 the patient underwent a computed tomography arteriography and venography (cta/ctv). Results on (B)(6) 2020 showed the lvad with eccentric nonocclusive mural thrombus in the outflow graft. The patient was asymptomatic and was treated with heparin and persantine with warfarin on hold. The patient was asymptomatic and had an arterial non-central nervous system thromboembolism.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021 due to pump thrombosis and that the patient's heartmate would be returned to abbott. The patient had increasing lactate dehydrogenase (ldh) and free hemoglobin. Initially, the patient was asymptomatic, but later developed shortness of breath and activity intolerance. During hospitalization, the patient had a transient ischemic attack and intracerebral hemorrhage. The patient was on heparin drop (gtt), and persantine which was changed to plavix. An echocardiogram was performed, but thrombus was not observed. An outflow graft thrombus was diagnosed with a computed tomography angiography in combination with venous-phase imaging of the patient's chest. A computed tomography scan of the patient's head was performed to diagnose the stroke. There were no changes in pump parameters. The device operated as expected.